Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was notified of an event where the physician reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was too short. The patient underwent an index fenestrated endovascular aortic repair (fevar) on (B)(6) 2024. The patient¿s vessel tortuosity was described as ¿normal communis with normal angulation.¿ a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) was intended to be implanted on the contralateral side during the procedure. While the device was intracorporal, the physician noticed that graft was too short. The physician reported that the graft had a working length of "just over 4 cm, instead of the 56 mm it should have had." The graft appeared to be a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-39-zt) instead of a zenith flex with spiral-z technology aaa endovascular graft iliac leg zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt). The graft was released and implanted in the patient as the physician reported "that a sufficient seal against the aortic aneurysm could be achieved." Ballooning was completed with a cook coda balloon per the instructions for use. The physician extended the ipsilateral leg. The final control angiography indicated " a sufficient seal against the aortic aneurysm" was achieved. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Preoperative, intraoperative, and postoperative imaging was provided for the investigation. An expert image reviewer reported the following findings: ¿fevar is performed for an infrarenal aaa with a hostile infrarenal neck using a fenestrated graft, a bifurcated distal body, and a left zsle iliac leg. The leg was supposed to be a zsle-13-56 but felt to be a zsle-13-39 during implant. 2. Based on the imaging provided, this is a zsle-13-56 as labeled. Both the angio images and the postop CT images confirm a working length >50 mm (54 mm on CT) and a total graft length of >70 mm (76 mm on CT). 3. The zsle labeled (working) length is measured from the end of the docking stent, not from the marker band. The docking stent is 22 mm long and represents the minimum limb overlap, while the marker band is at 30 mm and represents the maximum limb overlap. 4. This zsle leg was placed with maximum overlap (marker band aligned with limb junction), so the exposed length beyond the limb junction should be less than the labeled (working) length and appears as expected in the images provided. 5. Given the long length of the left cia on preop imaging, a zsle-13-74 would have achieved greater coverage and distal seal length if using maximum limb overlap.¿ cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: 4 warnings and precautions: 4.2 patient selection, treatment and follow-up, successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when preoperative case planning measurements (treatments diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. 4.3 pre-procedure measurement techniques and imaging lengths utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith alpha spiral-z endovascular leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: appropriate procedural imaging is required to successfully position the zenith alpha spiral-z aaa iliac leg and assure and accurate apposition to the vessel wall. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. 5.2 potential adverse events: endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion 7.1 individualization of treatment: cook recommends that the zenith alpha spiral-z endovascular leg diameters be selected as describes in table 9.5.1. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician to the physician, especially when preoperative case planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. Patient¿s anatomical suitability for endovascular repair: iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories with a delivery profile of 12 fr to 14 fr 9. How supplied, store in a cool, dry place. 10.2 inspection prior to use: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return it to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. 11 directions for use: iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1.4 contralateral iliac leg placement and deployment 4. Confirm position of the distal end of the contralateral iliac leg graft. Reposition the contralateral iliac leg graft if necessary to ensure both internal iliac patency and minimum overlap of 2 stents (16 mm) within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deploymen. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 5. Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise, retract inner cannula to dock tapered dilator to gray positioner. Tighten pin vise. Maintain main body sheath position while withdrawing the iliac leg sheath and gray positioner with secured inner cannula. 11 imaging guidelines and postoperative follow-up: 11.1 general: the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the available information, no product returned, and the results of the investigation, a definitive root cause for the graft appearing too short during the fevar procedure was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 27feb2024. In regard to the tortuosity of the patient's vessels (distal aorta, iliac arteries and/or femoral arteries) they were described as " a normal communis with normal angulation." The procedure was an index (first) procedure for the patient, not a repair case. According to measurements, the customer wanted to implant a zsle 13-56-zt. The complaint device (zsle-13-56-zt) was implanted in the patient. It is unknown if it was implanted on the ipsilateral or contralateral side. The sales representative reiterated "on the device label was as 13-56 inside the sheaths was a number shorter." The sales representative indicated that the graft inside the sheath was a zsle-13-42-zt. Dilation with a cook coda balloon per IFU was completed during the procedure. A pre-op computed tomography (CT) scan is available. The post -operative CT is not available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 12mar2024, it was reported that implantation occurred on the contralateral side.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of an event where the physician reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was too short. The patient underwent an endovascular aortic repair (evar) on (B)(6) 2024. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) was intended to be implanted during the procedure. While the device was intracorporal the physician noticed that graft was too short. The physician reported that the graft had a working length of "just over 4 cm, instead of the 56 mm it should have had." The graft appeared to be a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-39-zt) instead of a zenith flex with spiral-z technology aaa endovascular graft iliac leg zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt). The graft was released as the physician reported "that a sufficient seal against the aortic aneurysm could be achieved." The physician extended the ipsilateral leg. The final control angiography indicated " a sufficient seal against the aortic aneurysm" was achieved. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6) , fax: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.